Manufacturer narrative:
On 8/19/2019, a manufacturing record evaluation (mre) was performed for the finished device number p1695, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 , it was reported to mentor via medwatch form mw5087604 that the date of implantation was (B)(6) 2010. The lot number was p1695. The patient had undergone bilateral surgical intervention and experienced bilateral capsular contracture. The date problem observed was (B)(6) 2012. The patient¿s age at the time of the event was 29 years old. The affected devices were b gel text rnd uhp 390cc, catalog b550390, lot p1695. The perouse plastic round gel breast implants were manufactured in france and are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in raw materials, design and process specifications. Adverse events that involve these devices would not need to be reported as MDR. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Note: facility information: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a unspecified gel mentor breast implant and experienced ¿burns on the side of the breasts, chronic fatigue, fibromyalgia, connective tissue issue, tissue pouting and loosening I got 2 prolaps in 3 years, redness and rosacea face with acne, chronic sinusitis¿. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the left breast implant.